Manufacturer narrative:
The lead was received in one piece, and visual inspection indicated the helix was partially extended, bent, and clogged with dried blood. The helix mechanism test could not be performed due to the bent condition of the helix, which was persistent with procedural damage. The reported event of the helix detaching from the lead could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to implantation, the lead helix was tested to ensure it could retract and extend correctly, and during testing the helix detached from the lead and was unable to be reinserted. The lead was replaced, and a new lead was successfully implanted with no patient consequences.